Event description:
The reporter indicted that "other diagnostic counters"screen shows"the longest high rate episode" lasted 38 minutes, although the cardiac journal doesn't reflect any data in the asvp bin at the specified rate. Data was collected for approximately three months only. Additionally, the "highest rate" for the longest high rate episode is displayed as 3000 ppm (20 msec).